Manufacturer narrative:
The impella 5.0 was returned for investigation, however the introducer that was used durng the axillary attempt was not returned. A review of the clinical case revealed that axillary insertion was difficult therefore the pump was inserted via open chest. The patient had bleeding issues requiring blood and plasma replacement products, and the bleeding subsided on the day of implant. Evaluation of the pump did not reveal any abnormalities. The root cause of the access site bleeding is unable to be determined as the introducer could not be inspected. A review of the device history did not reveal any nonconformaties.

Event description:
An impella 5.0 was placed with difficulty for support for cardiomyopathy on (B)(6). According to the clinical account, advancement of the pump into the aorta was not possible despite several attempts. The patient became unstable during this process and was bleeding from the axillary site. The decision was made to place the device via open chest through the aorta and support was initiated. The patient received blood replacement products and stabilized.